Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother called to request assistance in reconnecting the insulin pump to her daughter. It was stated that the customer was off the device for a few hours. It was stated that the blood glucose meter was reading high. Two days later the customer's mother called back and stated that the customer was hospitalized for high blood glucose of 758 mg/dl. The mother stated that she will instruct customer to call back to troubleshoot the insulin pump. No further info was provided.